Event description:
In 1998, the hookwire was placed into pt during a breast lesion localization procedure. According to the reporter, the hookwire was taped down after placement. However, the hookwire subsequently migrated into the breast and had to be surgically removed.